Event description:
Device complication: failure to retract, failure to deploy, device embedded in vessel, damage internal/external, user error time of complication: during the procedure symptoms: device embedded in vessel. During the procedure, the stent was stretched and becale elongated during deployment. A second stent was successfully deployed within the elongated stent, which was within the target lesion. The patient was reported in good condition. There was no additional information available.